Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer continued to use current pump for insulin therapy. Customer¿s blood glucose level was 500 mg/dl. Manual insulin injections were administered to address elevated bg level.